Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm at home and decided to come to the clinic. Constantly decrease in flow values was observed upon interrogation of the device. Lab results were normal. CT showed an obstruction of the outflow graft. The doctors decided to change the pump which occurred on (B)(6) 2019. During the operation, the surgeon found fibrin like material between the outflow graft and the bend relief. This material was the root cause for the reduction of the outflow graft diameter and the low flow alarms.

Manufacturer narrative:
Section d4, d10, h3, and h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas identified evidence of a twist in the outflow graft, which could have contributed to the decrease in flow and low flow hazard event observed in the submitted log file due to a partial obstruction of the blood flow path. Evaluation of the submitted system controller log file revealed that the estimated flow appeared to slowly decrease over the duration of the log file, which ranged from (B)(6) 2019 through (B)(6) 2019. Estimated flow was an average of approximately 5.3 lpm in the beginning of the data, and it decreased to an average of approximately 3.5 lpm near the end of the data. Additionally, one transient low flow hazard event was observed on (B)(6) 2019 at 02:51:05 am, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The pump was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon removal of the outflow graft bend relief, a significant amount of tissue was observed on the exterior of the outflow graft. Although this tissue appeared to have been disturbed post-explant, the structure of the tissue suggests that the outflow graft was twisted counterclockwise during support. An exact duration that the twist was present during support could not be conclusively determined through this evaluation; however, the presence of this twist could have contributed to the decrease in flow and low flow hazard event due to a partial obstruction of the blood flow path. Examination of the interior of the outflow graft material revealed pieces of tissue which appeared to have originated on the exterior of the graft and fell in during disassembly. No developed depositions or thrombus formations were observed. Visual inspection of the remainder of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013 via customer order. The heartmate ii lvas IFU section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.